Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer was failed. The field service engineer replaced the power cable and recovered the storage space to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system that the half height drawer was failed. The customer reported that the drawer fails to recover storage space and unable to close. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.